Event description:
It was reported that the pt is currently experiencing an increasing number if hi channels and she is reporting to her mother that when she wears her left sp that she experiences a "hot" sensation in her head and it is just overall uncomfortable. It was investigated as to whether this "hot" sensation was due to external equipment and reportedly it is not. The pt has most recently not been wearing the left device and is relaying on her right side device only. The pt is currently using only 6 channels map due to hi channels or bad percept.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.